Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer reported the following complaint issue: ¿the handle was making a strained sound and the stent could not deploy. "As per complaint form": after wire guide placement and sphincterotomy they wanted to place an evo-fc-10-11-6-b. They hard a noise into the handle with the impossibility to deploy the stent. They put a new one with success.¿ the device involved in this complaint was not available for return to cook ireland for evaluation. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. However, it is possible that the flexor broke due to excessive force applied. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A review of the qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. A review of the manufacturing records for evo-fc-10-11-6-b did not reveal any discrepancies that could have contributed to this issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence of 'flexor kinked/ stretched/ broke/ compressed' the handle was making a strained sound and the stent could not deploy. "As per complaint form": after wire guide placement and sphincterotomy they wanted to place an evo-fc-10-11-6-b. They hard a noise into the handle with the impossibility to deploy the stent. They put a new one with success.